Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01629, 1627487-2023-01631. It was reported the patient experienced pain at the pocket site and ineffective stimulation due to the leads being fractured. Surgical intervention took place wherein the ipg was repositioned in the pocket and the leads were explanted and replaced to address the issue.